Manufacturer narrative:
Concomitant medical products: 419388 lead, implanted 2005-02-22; 456853 lead, implanted 2001-03-28 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced syncope. The clinic indicated that the patient had followed up in hospital and inappropriate shock was also noted with the right ventricular (rv) lead. No intervention was done. The lead remains in use. No further patient complications have been reported as a result of this event.